Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts were received on mobile app. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The device functioned within specifications and patient settings.